Event description:
It was reported that the patient's lead was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy and a jolting sensation due to high impedances. Surgical intervention is anticipated.

Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the lead found it was returned with an outer tubing breach, consistent with the explant procedure, where all internal wires were exposed. The returned lead was subjected to end to end continuity, inter-channel continuity and output resistance testing all of which passed.